Event description:
It was reported that the rv (right ventricular) lead was capped due to high impedance, greater than 4000 ohms. The ICD was explanted due to battery depletion. It was returned and tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: defib conductor fracture (overstress), proximal segment returned. Analysis found that the right ventricular conductor is fractured in the trifurcation. Pre-case to analyzer strip time suggests that the fracture likely occurred during changeout of the ICD for eri (elective replacement indicator). Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. It was reported that the rv (right ventricular) lead was capped due to high impedance, greater than 4000 ohms. The ICD was explanted due to battery depletion. It was returned and tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event. Device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination unspecified, described. Device was out of specification in a manner that relates to event (an appropriate device code cannot be identified).